Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the helix was distorted/bent. Blood was present in/on the helix mechanism. The lead was damaged at implant.

Event description:
It was reported that prior to the implant attempt, the lead helix extended. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.